Event description:
Boston scientific received information that during the implant procedure, this introducer tip was broken off due to the patient anatomy. Another introducer was used with no complications. No information was obtained regarding the remained of the tip.

Manufacturer narrative:
Should additional information become available, this event will be updated.